Manufacturer narrative:
Inspected one opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to performed or reproduce skin irritation in lab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced skin irritation at the sensor site from the tape. The customer stated that the irritation has been happening since (B)(6) 2017 during and after wear. The irritated area had raised bumps and rash. The customer went to the doctor¿s office and was advised to treat with cortisone. The customer also reported receiving calibration and change sensor alerts. The customer removed the sensor and found the cannula was bent. Blood glucose value was 240 mg/dl. The sensor was returned for analysis.